Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported after the investigation is completed on a supplemental report.

Event description:
It was reported that, "surgeon was attempting to remove a stripped screw with the cannulated screw driver and the tip of the screw driver broke off. The piece was retrieved. Hardware removal of two cannulated screws."